Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-five-year-old female patient with acute myocardial infarction/cardiogenic shock. Impella cp implanted, and an rp flex implanted seven hours later for right ventricular failure. Hemolysis noted via red hematuria and lab values. Advised to check pump position. Family withdrew care, and patient expired. Impella cp to be coded for hemolysis, as this is a known risk factor with improper pump position, and the impella rp flex and impella cp will be conservatively coded for death but is unlikely a contributing factor and the death is most likely due to the patients critical condition and the fact that the family decided to withdraw care.